Event description:
Tubing of 2 eclipse homepumps (model # e102000, lot 0202857131; 0202486028) filled with cefazolin 2 grams in 0.9 percent sodium chloride 100 ml broke off. One occurred upon delivery to the infusion center and the other occurred at the patient's home.